Event description:
The pt contacted co alleging that the meter was set to the incorrect unit of measurement (uom). She needed assistance by a non-medical professional and tested on her meter and received a 7.7 mmol/l (138 mg/dl). The meter is not a new meter (out of box). The meter was previously set to the correct uom and does not recall recently changing the uom. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen and how long the pt thinks that the meter may have been set to the incorrect uom. Customer care agent (cca) sent the pt a replacement meter and testing supplies.